Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 7023864.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. Additional information was received that the reason for explant was due to scs (spinal cord stimulator) was not helping with pain. The explanted ipg and lead were discarded.

Manufacturer narrative:
Date of event: exact date unknown, event occurred middle of (B)(6) 2020. Explant date: middle of (B)(6) 2020.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.